Event description:
The trifurcate extension set tubing was being used as part of a PICC line and tpn. Due to the leaking, the PICC line had to be pulled since there was a high risk for infection. This patient is now being followed by the hospital's infection control department.